Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a lead revision due to loss of capture. Upon fluoroscopy, their left ventricular lead was noted to be dislodged. The lead was explanted and replaced. The patient was discharged after operation.